Event description:
It was reported by the customer the patient had a powerpicc solo placed on (B)(6) 2023. It was trimmed at 55c and placed at 12cm to skin. On (B)(6) 2024 whilst flushing there was leakage noticed under the dressing. On examination, there was a partial split in the catheter at about 2.5cm. Line removed, no pieces retained in the patient. No other information was provided.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient had a powerpicc solo placed on (B)(6) 2023. It was trimmed at 55c and placed at 12cm to skin. On (B)(6) 2024, whilst flushing there was leakage noticed under the dressing. On examination, there was a partial split in the catheter at about 2.5cm. Line removed, no pieces retained in the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 2cm an 3cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the patient had a powerpicc solo placed on (B)(6) 2023. It was trimmed at 55c and placed at 12cm to skin. On (B)(6) 2024 whilst flushing there was leakage noticed under the dressing. On examination, there was a partial split in the catheter at about 2.5cm. Line removed, no pieces retained in the patient. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2023, removed (B)(6) 2024. Total catheter length 55cm, placed in basilic vein, exit site marking 12cm, secured with griplock. PICC used for oncology treatment (epirubicin, cyclophosphamide, paclotaxol). No occlusions addressed. Leak was identified outside the patient at the 2.5cm mark. PICC was used 49 days. No xrays available for this incident. Catheter site cleaned with chloraprep (3ml 2% chg in 70% ipa). Additional comments: catheter to vein ratio 26%x 3 cycles of chemotherapy and bloods taken.